Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and replaced the needle valve to resolve the issue. The alleged defective needle valve was disposed of by the customer.

Event description:
The customer reported that when he has the adjust knob at the one o'clock position, the unit dosen't pressurize. This is intermittent. He turns the bias flow up and then back down to 20. This helps, but then it drops down again.